Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 3 states, "pain and/or loss of function." Number 4 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 30 states, "material and wear debris sensitivity reactions."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and indicates that the modular head and taper adapter were removed and replaced during the revision surgery. Additional information provided in patient medical records indicates the left hip revision performed on (B)(6) 2013 was due to pain with metallosis. The patient's operative report noted cloudy, yellow fluid and grayish soft tissue. Additional information received in patient medical records noted that on (B)(6) 2012 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and indicates that the modular head and taper adapter were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.